Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. However, the insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call. The blood glucose reading at the time of incident was 408 mg/dl. Customer states that their insulin pump is not delivering insulin. After troubleshooting it was discovered that the insulin pump was working fine.